Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had broken retainer ring. The reservoir was able to lock into place when inserted into insulin pump. The insulin pump had neither bumped nor dropped. There was no damage to reservoir and infusion set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to pump error 38 alarm. Pump error 38 alarm confirmed due to corroded home switch. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection missing serial number label, cracked battery tube threads and cracked case at near belt clip rails. Unit was confirmed for pump error 38 alarm due to moisture damage. Unit was confirmed for physical damage on the battery tube compartment area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.